Event description:
The patient had ¿several problems¿ with the pump (specific problems were not reported). The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).